Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6012404 in question was manufactured at the reynosa site. Threshold analysis: a query was run on 23-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal 6012404 the count of complaints is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6012404 was manufactured according to the work instruction (wi) version 121 and manufactured in the l174 on 19-mar-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: in order to test the product, the returned sample(s) from the lot have been requested. No photo or physical sample was provided. Visual test according to work instruction (wi) version 3 on reference samples, 10 samples out 10 samples passed the test. Functional test air flow according to work instruction (wi) version 2 on reference samples, 10 samples out 10 samples passed the test. All test results were within specifications as per the test report (B)(4). Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned. No defect on tests for reference samples, no non-conformance (nc) raised during production unrelated to complaint code, two complaints in thresholds identified for the lot in question and serious injury/death, no further actions are required. As a result of the post market surveillance activities, this complaint has been evaluated as a type 4 (escalated to CAPA): this is a complaint which is being addressed as part of a corrective and preventive action (CAPA) 1768101 autosoft 90, kinked soft cannula issues which has been opened as result of trending activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6012404, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 23-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal 6012404. The count of complaints is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6012404 was manufactured according to the work instruction (wi) version 121 and manufactured in the l174 on 19-mar-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: in order to test the product, the returned sample(s) from the lot have been requested. No photo or physical sample was provided. Visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional test air flow according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned. No defect on tests for reference samples, no non-conformance (nc) raised during production unrelated to complaint code, two complaints in thresholds identified for the lot in question and serious injury/death, no further actions are required. As a result of the post market surveillance activities, this complaint has been evaluated as a type 4 (escalated to CAPA): this is a complaint which is being addressed as part of a further corrective and preventive action (CAPA) 1768101 autosoft 90, kinked soft cannula issues which has been opened as result of trending activities.

Event description:
Reference number 2381895. Event occurred in the united states. It was reported that the patient faced infusion set bent cannula event which led to emergency room (ER) and then transferred to intensive care unit (ICU) on (B)(6) 2025. The patient also had ketones and the blood glucose level was 600 mg/dl. The patient got treated with intravenous (IV) and fluids of saline and insulin and also had inflammation in the pancreas. No further information available.